Event description:
It was reported by service report that the bed exit was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed exit was unavailable because customer installed a multi-zone footboard on a single zone bed, and the bed exit module was incompatible with the cpu board settings.